Event description:
A medical professional reported that a patient's generator was unexpectedly programmed off and appeared to display other unexpected settings after programming sessions using the m3000 programming system. The unusual settings were not observed until the patient returned to clinic for additional follow-up. The treating medical professional believed it may be possible that an interrupted system diagnostic test could have contributed to the unexpected settings; however, relevant programming data has not been reviewed to date to confirm this. No additional relevant information has been received to date.

Event description:
Programming data was reviewed and confirmed that two interrupted system diagnostic tests occurred, leading to the change in device settings. A third system diagnostic test was performed,and returned results within the normal limits; however, the medical professional did not perform a final interrogation to confirm that the device settings returned to the expected values. No additional relevant information has been received to date.